Event description:
User experiencing discrepant sodium results. Exact number pts impacted not provided. Only the following was provided as an example. Initial results were not reported. Initial sodium 126 mmol/l, repeated 135 mmol/l. The field service rep recommended use of appropriate activator solution for use with plasma samples. Performance tests were performed.